Manufacturer narrative:
Follow-up #1 date of submission 08/10/2016-device evaluation: the pump was returned and evaluated by product analysis on 07/12/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was confirmed to be cracked in three places. A leak test was also performed and confirmed a battery compartment leak. The pump case was removed, and no internal moisture was found. Unrelated to the complaint, the display lens was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump battery compartment was cracked, and moisture was present in the pump. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.